Event description:
Caller reported experiencing an error with their cgm but there was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing instructions for resetting the pump, which successfully resolved the error issue. The caller was advised to wait 20 minutes before starting their sensor session, and they acknowledged this guidance.